Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and still attached to the delivery system upon removal. They placed another two capsules on the same procedure and both still did not attach. They broke the handle to release the capsules and both fell into the stomach. There was no patient and user harm. An endoscopy had been performed prior to the procedure. No lubrication was used to facilitate the placement of the capsule.